Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff in united states on 23-sep-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2015 as a permanent birth control option. Following the essure procedure, plaintiff experienced severe pain, fatigue, and bleeding. In (B)(6) 2015, her physician advised her that the device had not occluded. She underwent an initial surgery to remove the portion of the device in her left fallopian tube. Plaintiff underwent a full hysterectomy in (B)(6) 2016 after an ultrasound found the remaining device was partially stuck in her uterine wall. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and, more than seven months after insertion, she underwent an initial surgery to remove the portion of the device in her left fallopian tube (reason not specified). Approximately one year after insertion procedure, she underwent a full hysterectomy after an ultrasound result showed that the remaining device was partially stuck in her uterine wall. These both events (device removal and device embedded) are listed in the reference safety information for essure. Essure embedment is understood as a partial perforation and may occur, most often during insertion. In this particular case, device removal due to embedment occurred approximately one year after insertion; however, the exact time point of embedded is unknown. Based on the nature of this event, the causality was assessed as related. The reason for patient's first surgery to remove the portion of essure device was not specified. Nevertheless; considering that the device removal was required causality with the suspect insert cannot be excluded. This case was regarded as incident since device removal was required (intervention required). Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("remaining device was partially stuck in her uterine wall/ perforation (uterus)/essure device perforated partially in clients uterus and partially on the outside of clients uterus/ essure coil on right partially in uterus & partially outside of uterus"), device dislocation ("malposition of essure/ malposition of essure device in the right side of the uterus"), medical device removal ("surgery to remove the portion of the device in her left fallopian tube") and genital haemorrhage ("bleeding / abnormal bleeding") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device had not occluded ; lack of efficacy-patency". The patient's concurrent conditions included body mass index normal, nonsmoker and alcohol use. Family history included anxiety, lung cancer, dementia, depression and heart disease, unspecified. In (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and vulvovaginal pain ("abnormal vaginal pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, device dislocation (seriousness criteria medically significant and intervention required), medical device removal (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue") and allergy to metals ("nickel allergy"). The patient was treated with surgery (bilateral salpingectomy and da vinci total laparoscopic assisted hysterectomy) and surgery (remove essure device on the right side of the uterus and did tubal ligation). Essure was removed in (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, fatigue, allergy to metals and vulvovaginal pain outcome was unknown and the vaginal haemorrhage had resolved. The reporter considered allergy to metals, device dislocation, fatigue, genital haemorrhage, medical device removal, uterine perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. On (B)(6) 2015 patient underwent hysterosalpingogram for essure confirmation also resulted in malposition of essure device, perforation (uterus). On (B)(6) 2015 patient underwent hsg test resulting indication-previous essure implants, with malpositioned right implant which was subsequently removed. Patient states interval right tubal ligation,most of the right fallopian tube is patent, however there is no spillage of contrast into the peritoneal cavity,patency of the left fallopian tube beyond the essure implant, again without free spillage of contrast into the peritoneal cavity. On (B)(6) 2015 had surgical pathology report resulted in the specimen is received fresh and is identified as essure. It consists of a __ shaped 3.0 x less than 0.1 cm segment of flexible gray metal like material which is surrounded by a coil of silver metallic material quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this me. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Lack of efficacy is a known possible undesirable event which can occur with the use of any product and is not necessary indicative of a quality defect. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample waas provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or the lack of efficacy event cannot be totally excluded. Most recent follow-up information incorporated above includes: on 4-jan-2018:pfs received: reporter added, historical condition, lab data added, event embedded device was updated to uterine perforation. Events added as follows: malposition of essure, nickel allergy, abnormal vaginal bleeding, abnormal vaginal pain, lower abdominal area. ¿essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("remaining device was partially stuck in her uterine wall/ perforation (uterus)/ essure device perforated partially in clients uterus and partially on the outside of clients uterus/ essure coil on right partially in uterus & partially outside of uterus"), device dislocation ("malposition of essure/ malposition of essure device in the right side of the uterus"), medical device removal ("surgery to remove the portion of the device in her left fallopian tube"), device breakage ("the device did fracture on removal and was removed in 2 pieces.") And genital haemorrhage ("bleeding / abnormal bleeding") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device had not occluded; lack of efficacy-patency". The patient's past medical history included colonoscopy in 2005, left lower quadrant pain on (B)(6) 2015, pap smear abnormal, irritable bowel syndrome, ovarian cyst, premenstrual syndrome, augmentation mammoplasty, tonsillectomy in 1996, menarche (at the age (B)(6)), gravida ii, parity 2, uterine operation (due to failed essure and malposition right essure device.) On (B)(6) 2015 and anterior cruciate ligament reconstruction in 1998. Previously administered products included for prevent pregnancy: oral contraception from 2011 to 2012. Concurrent conditions included body mass index normal, nonsmoker, alcohol use, rash, nickel sensitivity and generalized anxiety disorder. Family history included anxiety, lung cancer, dementia, depression, heart disease, unspecified and crohn's disease (paternal grandmother). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 9 months 7 days after insertion and 5 months 5 days after removal of essure, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and vulvovaginal pain ("abnormal vaginal pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, device dislocation (seriousness criteria medically significant and intervention required), medical device removal (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue") and allergy to metals ("nickel allergy"). The patient was treated with surgery (bilateral salpingectomy and da vinci total laparoscopic assisted hysterectomy), surgery (remove essure device on the right side of the uterus and did tubal ligation) and surgery (left salpingectomy was performed using the halo bipolar cutting forceps along the mesosalpinx). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation, device breakage, genital haemorrhage, fatigue, allergy to metals and vulvovaginal pain outcome was unknown and the vaginal haemorrhage had resolved. The reporter considered allergy to metals, device breakage, device dislocation, fatigue, genital haemorrhage, medical device removal, uterine perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: the follow up hysterosalpingogram showed a small leak in association with the essure device on the right side of the uterus. The left side looked completely obliterated. Patient had robot assisted laparoscopic hysterectomy, bilateral salpingectomy, lysis of adhesions and cystoscopy, acute blood loss anemia. Left salpingectomy was performed using the halo bipolar cutting forceps along the mesosalpinx. Removed essure device on the right side of the uterus and did tubal ligation diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. On (B)(6) 2015 patient underwent hysterosalpingogram for essure confirmation also resulted in malposition of essure device, perforation (uterus). The follow up hysterosalpingogram showed a small leak in association with the essure device on the right side of the uterus. The left side looked completely obliterated. On (B)(6) 2015 patient underwent hsg test resulting indication-previous essure implants, with malpositioned right implant which was subsequently removed. Patient states interval right tubal ligation,most of the right fallopian tube is patent, however there is no spillage of contrast into the peritoneal cavity, patency of the left fallopian tube beyond the essure implant, again without free spillage of contrast into the peritoneal cavity. On (B)(6) 2015 had surgical pathology report resulted in the specimen is received fresh and is identified as essure. It consists of a shaped 3.0 x less than 0.1 cm segment of flexible gray metal like material which is surrounded by a coil of silver metallic material. Laparoscope was inserted and inspection of the pelvis showed the device was coming through the uterine wall close to the tube. It was that definitely coming through the uterine wall. The hysterosalpingogram showed patency on the left side as well. Patient had surgical pathology-essure device on (B)(6) 2015 resulted in the specimen is received and identified as essure. Consist of j shaped 3.0 x less that 0.1 cm segment of flexible gray, metal like material which is surrounded by a coil of silver metallic materia. On (B)(6) 2015 patient underwent bilateral fallopian tubes¿ left essure device resulted in bilateral fallopian tubes, resection- fallopian tubes with benign hydatid cysts without additional pathologic abnormalities. Left essure device, removal- essure device without pathologic abnormalities (gross only). Gross: the specimen "bilateral fallopian tubes" consists of two pink fallopian tubes and fimbria (5.6 x 0.5 x 0.5 cm and 7.3 x 0.5 x 0.5 cm). Both fallopian tubes have attached paratubal cysts filled clear fluid. The largest paratubal cysts measures up to 0.7 cm. The specimen is labeled "left essure device" the specimen consists of two metallic coils measuring 3.1 x 0.2 x 0.1 cm in aggregate. Gross only. On (B)(6) 2016 patient had surgical pathology- uterus. Cervix resulted in uterus, laparoscopic robotic total hysterectomy- weakly proliferative endometrium, no evidence of endometriosis, endometrial hyperplasia, cytological atypia or malignancy, benign intramural leiomyoma, focal fibro vascular adhesions, uterine serosa, mild chromic cervicitis with squamous metaplasia, no evidence of cervical dysplasia. On (B)(6) 2015 patient had hcg, beta subunit, qnt, serum resulted in <1miu/ml (non-pregnant). Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records "the device did fracture on removal and was removed in 2 pieces." Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this me. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Lack of efficacy is a known possible undesirable event which can occur with the use of any product and is not necessary indicative of a quality defect. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or the lack of efficacy event cannot be totally excluded. Most recent follow-up information incorporated above includes: on 17-jan-2018: reporter added. Patient historical condition, historical drug added. Lab data added event "device breakage" was added from medical record. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Follow up information was received on 04-nov-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Quality-safety evaluation: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record and thus were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Lack of efficacy is a known possible undesirable event which can occur with the use of any product and is not necessary indicative of a quality defect. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or the lack of efficacy event cannot be totally excluded. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and, more than seven months after insertion, she underwent an initial surgery to remove the portion of the device in her left fallopian tube (reason not specified). Approximately one year after insertion procedure, she underwent a full hysterectomy after an ultrasound result showed that the remaining device was partially stuck in her uterine wall. These both events (device removal and device embedded) are listed in the reference safety information for essure. Essure embedment is understood as a partial perforation and may occur, most often during insertion. In this particular case, device removal due to embedment occurred approximately one year after insertion; however, the exact time point of embedded is unknown. Based on the nature of this event, the causality was assessed as related. The reason for patient's first surgery to remove the portion of essure device was not specified. Nevertheless; considering that the device removal was required causality with the suspect insert cannot be excluded. This case was regarded as incident since device removal was required (intervention required). Other nonserious events were reported. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events and device ineffective are not indicative of a quality deficit per se. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("remaining device was partially stuck in her uterine wall/ perforation (uterus)/essure device perforated partially in clients uterus and partially on the outside of clients uterus/ essure coil on right partially in uterus & partially outside of uterus"), device dislocation ("malposition of essure/ malposition of essure device in the right side of the uterus"), medical device removal ("surgery to remove the portion of the device in her left fallopian tube"), device breakage ("the device did fracture on removal and was removed in 2 pieces.") And genital haemorrhage ("bleeding / abnormal bleeding/abnormal bleeding (general)") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device had not occluded ; lack of efficacy-patency". The patient's past medical history included colonoscopy in 2005, left lower quadrant pain on 11-dec-2015, pap smear abnormal, irritable bowel syndrome, ovarian cyst, premenstrual syndrome, augmentation mammoplasty, tonsillectomy in 1996, menarche (at the age 11), gravida ii, parity 2, uterine operation (due to failed essure and malposition right essure device.) On 16-apr-2015 and anterior cruciate ligament reconstruction in 1998. Previously administered products included for prevent pregnancy: oral contraception from 2011 to 2012. Concurrent conditions included body mass index normal, nonsmoker, alcohol use, rash, nickel sensitivity and generalized anxiety disorder. Family history included anxiety, lung cancer, dementia, depression, heart disease, unspecified and crohn's disease (paternal grandmother). On (B)(6) 2015, the patient had essure inserted. In 2015, 9 months 7 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant) and allergy to metals ("nickel allergy/nickel allergy"). In 2015, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"). On (B)(6) 2015, the patient experienced vulvovaginal pain ("abnormal vaginal pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, device dislocation (seriousness criteria medically significant and intervention required), medical device removal (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). The patient was treated with surgery (bilateral salpingectomy and da vinci total laparoscopic assisted hysterectomy), surgery (remove essure device on the right side of the uterus and did tubal ligation) and surgery (left salpingectomy was performed using the halo bipolar cutting forceps along the mesosalpinx). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, genital haemorrhage, allergy to metals and vulvovaginal pain was resolving, the device dislocation, device breakage and fatigue outcome was unknown and the vaginal haemorrhage had resolved. The reporter considered allergy to metals, device breakage, device dislocation, fatigue, genital haemorrhage, medical device removal, uterine perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: the follow up hysterosalpingogram showed a small leak in association with the essure device on the right side of the uterus. The left side looked completely obliterated. Patient had robot assisted laparoscopic hysterectomy, bilateral salpingectomy, lysis of adhesions and cystoscopy, acute blood loss anemia. Left salpingectomy was performed using the halo bipolar cutting forceps along the mesosalpinx. Removed essure device on the right side of the uterus and did tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. On (B)(6) 2015 patient underwent hysterosalpingogram for essure confirmation also resulted in malposition of essure device, perforation (uterus). The follow up hysterosalpingogram showed a small leak in association with the essure device on the right side of the uterus. The left side looked completely obliterated. On (B)(6) 2015 patient underwent hsg test resulting indication-previous essure implants, with malpositioned right implant which was subsequently removed. Patient states interval right tubal ligation,most of the right fallopian tube is patent, however there is no spillage of contrast into the peritoneal cavity,patency of the left fallopian tube beyond the essure implant, again without free spillage of contrast into the peritoneal cavity. On (B)(6) 2015 had surgical pathology report resulted in the specimen is received fresh and is identified as essure. It consists of a __ shaped 3.0 x less than 0.1 cm segment of flexible gray metal like material which is surrounded by a coil of silver metallic material. Laproscope was inserted and inspection of the pelvis showed the device was coming through the uterine wall close to the tube. It was that definitely coming through the uterine wall. The hysterosalpigogram showed patency on the left side as well. Patint had surgical pathology-essure device on 11may2015 resulted in the specimen is received and identified as essure. Consist of j shaped 3.0 x less that 0.1 cm segment of flexible gray, metal like material which is surrounded by a coil of silvermetallic materia. On (B)(6) 2015 patient underwent bilateral fallopian tubes¿ left essure device resulted in bilateral fallopian tubes, resection- fallopian tubes with benign hydatid cysts without additional pathologic abnormalities. B. Left essure device, removal- essure device without pathologic abnormalities (gross only). Gross: a. The specimen "bilateral fallopian tubes" consists of two pink fallopian tubes and fimbria (5.6 x 0.5 x 0.5 cm and 7.3 x 0.5 x 0.5 cm). Both fallopian tubes have attached paratubal cysts filled clear fluid. The largest paratubal cysts measures up to 0.7 cm. B. The specimen is labeled "left essure device" the specimen consists of two metallic coils measuring 3.1 x 0.2 x 0.1 cm in aggregate. Gross only. On 05jan2016 patient had surgical pathology- uterus. Cervix resulted in uterus, laparoscopic robotic total hysterectomy- weakly proliferative endometrium, no evidence of endometriosis, endometrial hyperplasia, cytological atypia or malignancy, benign intramural leiomyoma, focal fibro vascular adhesions, uterine serosa, mild chromic cervicitis with squamous metaplasia, no evidence of cervical dysplasia. On (B)(6) 2015 patient had hcg, beta subunit,qnt,serum resulted in <1miu/ml (non-pregnant) concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records "the device did fracture on removal and was removed in 2 pieces." Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this me. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Lack of efficacy is a known possible undesirable event which can occur with the use of any product and is not necessary indicative of a quality defect. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample waas provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or the lack of efficacy event cannot be totally excluded. Most recent follow-up information incorporated above includes: on 13-apr-2018: plaintiff's fact sheet received. Outcome of the events were updated to recovering. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.